Event description:
Consumer complaint of low blood results. Expected results range above 100 mg/dl fasting. Consumer has been hospitalized as a result of a diabetic coma due to low blood sugar twice. Consumer may have taken too much insulin. At the hosp, his blood glucose was 35 mg/dl. Before the first hospitalization, consumer did not experience any symptoms. However before the second hospitalization, consumer experienced symptoms such as sweating, slurred speech, and disorientation. Back to back blood test performed ((B)(6) 2015; 12:11pm) - results: 95 mg/dl and 96 mg/dl, before meal. Test strips are stored in closed original vial in dining room. Recall test results from memory.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/14/2015).